Manufacturer narrative:
The device was received by depuy synthes power tools. The reported condition of damaged bearings was confirmed. The device failed a cutter insertion test. If additional information becomes available a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report received from the USA stating that the device had damaged bearings. The problem was confirmed during service, the device failed a cutter insertion test. Device was used in surgery. There were no user or patient injuries. There was no additional information provided.